Event description:
During product evaluation by a baxter service technician, an automix compounder failed step 8.12.1 m during testing due to the red station motor (rotor) spinning instead of being stationary. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This is an ancillary service event. The cause was determined to be a faulty reed switch. To correct the condition, the reed switch was replaced. If any additional information is received, a follow up MDR will be sent. This device is 510(k) exempt - class ii (special controls). Its additional 510k number is k961008.